Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-03587. It was reported the patient received unintended "belly" stimulation. It was also reported the patient has experienced ineffective stimulation since implant and stimulation has not been as effective as the trial. An sjm representative was unable to resolve the issues with reprogramming as the ineffective stimulation issue remained and overstimulation/unintended abdomen stimulation occurred. Follow-up identified that x-rays revealed the scs leads have migrated. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.